Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the core impaction drill heated up during testing. There was no patient involvement, and there were no user injury or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the drive shaft.

Event description:
It was reported that the core impaction drill heated up during testing. There was no patient involvement, and there were no user injurie or adverse consequences.